Event description:
It was reported: ni/ni/2003 - pt had incisional hernia repair after an ovarian cancer surgery. (B)(6)2010 - pt felt a mass at the middle and lower part of the incision. The size of the mass was 4 cm x 3 cm diagnosed by CT. On (B)(6)2010 - pt had surgery to remove the mass. The memory recoil ring of the mesh was found broken and there was some intestinal injury from the broken end, which resulted in an infection in the abdominal cavity. The mesh was explanted due to the inflammatory mass and a new mesh was implanted. The pt is in stable condition.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.